Event description:
--

Manufacturer narrative:
(B)(4). This product issue will be updated when the device is returned and evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header is slightly lifted. It is concluded that the header was most likely lifted during the explant procedure. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during this upgrade procedure, the physician noted the device header was slightly loose and separating near the lead insertionpoint. No adverse patient effects were reported.